Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implanted neurostimulator (ins) for a month or so. Patient said it was taking a long time to move on from 'checking recharge quality' - might take 20 min on that step. Patient said charging the implant used to take 30-35 minutes, but now was taking 1.5-2 hours, and the controller might run out of battery before they finish charging the ins. Patient said sometimes they'll get a message that the controller needs to be recharged, but it will still be at 50%. Patient also saw an error message they couldn't recall, so they reset the controller to clear the message, but the other issues persisted. Patient inspected the controller port, battery compartment, and recharger plug/cord, but did not see any damage. Patient confirmed the controller charged to 100% when plugged into ac power supply. Patient mentioned they felt like the recharger had gotten hot recently as well. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.